Event description:
Nurse noted blood on pt's bed and discovered blood backing into central venous line and leaking from stopcock. Stopcock was cracked and when attempt to dislodge from cvl, stopcock broke. The product was replaced with no known pt sequelae from this occurrence.